Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for three to four hours. The patient received treatment via insulin pump. No further information available.